Event description:
Two years after the index procedure, the pt returned with in-stent restenosis. The target lesion was the mid left anterior descending branch (lad), the vessel was de novo, eccentric diffused, and slightly calcified lesion. The diameter of the vessel was 2.51mm and the lesion length was 13.7mm. Pre-procedure stenosis was 69%. Aha/acc classification of the vessel was a type b1. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.5/13mm) at 16atm. Inflation time was unknown. Cypher (2.5/23mm) was implanted at 16atm for 16-30seconds at the target lesion. Post-dilation was conducted with a balloon (2.5/13mm) at 20atm. Inflation time was unk. Timi flow before and after the procedure was 3. The residual % of stenosis was 9%. Ivus was not conducted. Two years later, follow up cag was conducted and a focal stenosis was observed from inside the implanted cypher to the distal edge. There was 90% restenosis. To treat restenosis, cypher (3.0/18mm) was implanted at 20atm. Inflation time was unk. There 0% stenosis.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.